Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 91543 were returned and analyzed. The data files did not show any system notice was triggered on the event date. Visual inspection of the balloon catheter showed the luer was broken. Smart chip verification indicated the catheter was used not. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue was confirmed through testing, and the balloon catheter failed the product returned inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the side port of the balloon catheter broke off when attaching the copilot. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.